Event description:
Diaphram cap pops off when in use. Additional information received from customer (B)(6) on (B)(6) 2013: we been having this circuit for some time but recently had an incident where the exhalation cover popped off during use.  When asked if the vent alarmed, he stated that he doesn¿t know but hypothetically would. In regards to the patient, he stated that the patient survived.  Customer would like to know if this circuit can be used with their vents newport ht50 and ht70. Debating if sample would be submitted for evaluation. Additional information received on (B)(6) 2013: sample will not be returned for evaluation.

Manufacturer narrative:
(B)(4). Sample was not available for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.